Manufacturer narrative:
This report is submitted on may 15, 2020.

Event description:
Per the clinician, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device (competitor's device) during the same surgery.

Manufacturer narrative:
The date of awareness was 29 sep 2018. This report is submitted on may 15, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 14, 2020. (B)(4).

Manufacturer narrative:
The date of awareness was sep 29, 2019. This report is submitted on may 15, 2020.